Event description:
Information was received that a smiths medical pneupac parapac ventilator had low pressure. No adverse effects were reported.

Manufacturer narrative:
Additional information: updated patient identifier, date of event. Additional information was received from the reporter stating "the unit was turned in to the repair shop on (B)(6)2019. There was no report of patient harm or delay in treatment. I messed with the knobs while using a lung simulator to see at what point the low pressure alarm went away. It never went away even with complete occlusion. The original settings are unknown because I adjusted them while troubleshooting".

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be damaged, with a corroded battery holder, loose alarm reed holder, corroded faceplate with bowing, internal rattling, and loose o2 port. Device was unable to undergo functional testing because the device cannot be powered on. The reported complaint unable to be confirmed. The damage was noted was found to be a result of user interface, there is no intrinsic evidence to suggest a cause of issue related to manufacturing.